Event description:
The patient reported that her infusion device display showed "2.01" (which is the software version) and froze. She reported that she removed the power pack and attempted to reinsert, but the device was still inoperable. She replaced the power pack and the infusion device operated correctly. No physiological symptoms reported. No medical attention required. The product was requested to be returned ford evaluation.